Event description:
It was reported that a message stating possible output circuit damge. The pt was undergoing surgery on the date of the alert. Noise from cautery was seen on the electrogram and successful charging occurred after the detection, firmware was reloaded and the alert was cleared by reprogramming.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.